Event description:
It was reported that an insulin drip was programmed on the pump however it infused by gravity into the patient. The patient's hospitalization was prolonged due to this event.

Manufacturer narrative:
Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify imdrf annex a, b, c, d and g codes, and manufacturer narrative. Omit : a140502 - free or unrestricted flow (2945), a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, e2401 - insufficient information and f24 - insufficient information. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd service.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an insulin drip was programmed on the pump however it infused by gravity into the patient. The patient's hospitalization was prolonged due to this event.